Event description:
A nurse went into a room and found a pt facing the mattress with legs on the floor and head positioned between the head and foot siderails on the right side of the bed. The rn also stated that the pt was not breathing when found but started to breath when freed and placed on the floor.